Event description:
Reporting status: serious injury. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that an attempt was made to deploy a xience v 3.0 x 15 at 12 atm, in the tight ostial lad; however, it was noticed that the proximal end of stent over expanded due to balloon overhand, leading to over-sizing of the proximal arterial diameter. Angio was repeated for the stented area and an artery rupture was noted at the proximal oversized area. Another xience v 3.0 x 12 was used to cover the proximal 8 mm of the xience v stent, extending proximal to ostial lad stented lesion area. After deploying the xience v 3.0 x 12, the bleeding completely stopped and angio picture were normal. The procedure was completed. No additional event or patient information is available.